Manufacturer narrative:
A device history records review or a shipping history review was unable to be conducted since there was no reported lot number or item number. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured." No adverse trend was indicated. Despite multiple good faith efforts on the part of angiodynamics to obtain additional information regarding the event, no information was received. The end user hospital's reported complaint description cannot be confirmed as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for the catheter fracture may be due to "pinch-off syndrome". Narrowing of the catheter, "likely related to pinched off catheter," is referenced in the end user's voluntary medwatch event description. The directions for use supplied with the smartport device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". (B)(4).

Event description:
As reported on voluntary/user medwatch mw5072101: "angiodynamics smartport retained portion. Retained catheter is noted extending from the right subclavian / right brachycephalic all the way to the lower svc. There is narrowing in the catheter, likely related to pinched off catheter. The port and the rest of the catheter have been removed." It was stated that the device was not available for evaluation.